Manufacturer narrative:
The MFR's technical service engineer (tse) troubleshot this issue with the customer over the phone. It was recommended that the graphic user interface (gui) central processing unit (cpu) be replaced. The user facility has not contacted the manufactured for service or repair. Should the user facility request repair or provide add'l info, a supplemental report will be submitted. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report received from the USA stating the device experienced error codes xp0087 (unexpected reset umpire test) and ut0002 (bus error / access fault) while on pt. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury.